Event description:
Customer stated that she hurt her finger and got an infection because she was trying to open the test strip drum door in order to change to a new drum. Customer alleges she had to go to the doctor and have her finger lanced as well as was treated with antibiotics, type unknown. A request was made for the return of the suspect device and replacement product was sent.